Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. On 10-jun-2024, it was reported that the patient faced infusion set tubing detached from connector, which caused the patient blood glucose elevated to 288 mg/dl. The infusion set was in use for within 24 hours. The patient replaced infusion set and resumed insulin successfully. No further information available.